Manufacturer narrative:
Weight-race: unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -10.0/0.5/094 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Corrected data: h4- 09/09/2022 should be corrected to 07/18/2021. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6- 06/30/2024 should be corrected to 07/18/2021. Claim#: (B)(4).